Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set occlusion event on 11-apr-2024. Blood glucose levels were high (specific value unknown) at the time of event. The patient took correction bolus via pump to address the event. He changed soft cannula infusion set 4 times since issue of occurrence, and cartridge 1 time and resumed insulin successfully. No further information available.